Manufacturer narrative:
Concomitant medical products: 3093-28 lead, implanted: (B)(6) 2009; 3058 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture on the right atrial (ra) lead. There appeared to be some noise on the electrogram. Sensing and thresholds on the ra lead were still good. It was also reported that the right ventricular (rv) lead must have been fractured in the past. The ra lead was reprogrammed and remains in use, and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.